Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge h3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is not properly cycling the cartridge. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.